Event description:
A us distributor contacted zoll to report that a patient developed a rash and muscular discomfort under the lifevest equipment. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed an antihistamine. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.